Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings: a review of the pump black box data revealed two loss of prime warnings due to low, non-zero forces. The pump was exercised for 24 hours with no duplicated loss of prime warnings. The force sensor calibration reading was within specifications. The complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.